Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump's middle, back arrow, and middle button on the pump are unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly, and the customer reported that the pump was exposed to a change in altitude. The customer removed and reinstalled the battery cap without removing the battery, but the pump did not return to normal function. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Proceed by cutting unit open and performed a visual inspection of connectors and electronic stack. J1 connector on pcb1 was locked properly during visual inspection however, during deconstructive analysis corroded electronic assembly was noted. The following cosmetic damages were also noted: pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube) and scratched case. In conclusion customer concerns were not confirmed. All buttons functioning properly during testing. However, during deconstructive analysis, corroded electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.